Event description:
It was reported that the pump randomly lost power over a period of 5 - 6 days. The reporter stated that they tried multiple new batteries with the same results, and they received multiple replace battery alarms with new batteries. The battery cap was reported to be intact but it was greater than 6 months old. The battery compartment was said to be cracked and the yellow o-ring was visible even when the cap was tightened to resistance. In addition, the reporter said that when the pump is re-booted they cannot navigate beyond the verification screen. There was no reported keypad damage and this instance was the first one related to unresponsive keypad buttons. The reporter said that the patient went on a backup plan until the issue could be resolved. Customer support reviewed techniques to tighten the battery cap and reminded the reporter to replace the cap every 6 months per owner's booklet. This complaint is being reported because the pump lost power at random times. The reporter confirmed that they did not report the damage to the pump and did not replace the battery cap per instructions, both of which prevents power loss.

Manufacturer narrative:
(B)(4): there were no cracks observed to the battery compartment. The black box showed that power events had occurred. The battery cap fully tightened to the pump and the pump booted normally. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications.

Manufacturer narrative:
The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An evaluation shall be completed and a supplemental report will be filed after investigation is complete. No conclusions can be made at this time.